Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer experienced high blood glucose of 600mg/dl, and the insulin pump was not delivering the proper amount of insulin. The mother stated that this issue has been going on for almost a year, and the customer is using manual injections to treat his glucose level. The father called two days later and requested testing the device. The father stated that the customer had frequent urination, nausea, and ketones. It was stated that the customer did not contact his doctor. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Found the customer had a temporary basal running, which contributed to his high glucose level. Advised to call back if further issues persist. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor. The insulin pump passed the displacement test. Unable to perform the occlusion test and excessive no delivery test. Unable to test for bolus anomaly and basal anomaly due to alarms. The insulin pump had a scratched display window, cracked case at display window, cracked battery tube threads and a cracked reservoir tube.